Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the blood parameter probe was damaged and wires were exposed. Since this event occurred during routine testing, there was no pt involvement during this event.